Event description:
During the case, when the maryland jaws were first opened, metal shavings fell off into the patient. I have attached a photo. The case was a lap chole. The case was completed and the patient was not harmed. Additional information received from the customer (B)(6) 2014. It was reported that the metal shavings fell into the patient's abdominal cavity during a laparoscopic cholecystectomy that was completed as planned. Although the cavity was irrigated, the shavings were too small to remove. Per the customer there are no known  complications at this time with the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)- one (1) ta device was returned for ¿during the case, when the maryland jaws were first opened, metal shavings fell off into the patient¿. It was reported that the metal shavings fell into the patient's abdominal cavity during a laparoscopic cholecystectomy that was completed as planned with no harm to the patient. Although the cavity was irrigated, the shavings were too small to remove. Per the customer there are no known complications at this time with the patient. Additional information received from an operating room employee on 19nov2014 that there were other instruments utilized during the lap chole procedure. The failure was noted after the tissue was grasped. Per the report, she felt that the black specks on the tissue were the metal shavings. There was only the one photo taken for the procedure. The returned maryland dissector insert device was evaluated by the manufacturing engineer, product engineer, r&d engineer, quality engineer, qc final technician, and quality manager. Visual observations revealed that there were no missing pieces or metal chunks on the insert. The jaws and surrounding components were completely intact with no visible signs of wear. Further evaluation under the microscope confirmed the absence of wear or missing pieces from the jaw parts of the device. The ta insert device is 100% visually inspected throughout the manufacturing process and at final qc inspection. There were no reported non-conformances with this lot and the device passed all acceptance criteria for release. Since the product is only washed at the end user prior to use it is possible whatever came out of the jaws must have been some type of residual from cleaning/sterile processing at the customer site. Per product information IFU 26-0792 rev d, ¿proper care and handling is essential for satisfactory performance of any surgical device. All devices must be examined for full functionality prior to and after use. Inspect devices for broken, cracked, discolored, or tarnished surfaces. Inspect for hindered movement of hinges, loose components, and chipped or worn parts. Inspect insulation for breaks or damage. If any of these conditions appear, do not use the device¿. This was the only complaint reported in the past two years with this reported product failure; therefore this is considered an isolated incident. No trend detected. The reported failure could not be duplicated.